Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration line was leaking at the handpiece and there was vacuum loss during a cataract procedure on the left eye. The product was replaced and the procedure was completed. The product sample was retained. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
A review of the device history review indicated the order was built to specification. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be performed. While a sample was not returned, an action has been opened for complaint of a similar nature. (B)(4).

Manufacturer narrative:
This was one of eight complaints reported for this finished goods lot. This was one of four complaints reported for aspiration/suction issues and one of two complaints reported for product leaking. A review of the device history record indicated the order was built to specification. The used cassette in the tray was visually inspected. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The cavity of the aspiration fitting was 3. The sample primed and tuned successfully and the service data could be retrieved. However, leakage occurred between the aspiration luer insertion to the handpiece during tuning process. Attempted to tighten the aspiration luer onto the handpiece, fluid remained leaking between the aspiration luer and the handpiece. The aspiration fitting was replaced with a lab aspiration fitting and no leakage was observed during the turning process with the lab aspiration fitting. No leakage was observed from the tubing insertion to the handpiece during tuning with the lab sample. The root cause of the customer's complaint was an error that occurred during the supplier's manufacturing process of the blue aspiration luer. It has been determined that some of the blue luers from one of the six supplier cavities (cavity 3) from one supplier lot can allow air to enter the aspiration line and reduce the ability of the sample to reach maximum vacuum. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. (B)(4).